Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the physician noticed that the capture threshold increased from the previous follow-up. Months prior the patient had an arrhythmic storm with shocks delivered on a real ventricular tachycardia (vt) correctly recognized by the device. Since the electrical parameters are chronic and worked well on a real arrhythmia, no action will be taken on the lead.